Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that tube push off and underfill occurred during use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "during use, the customr found 5ea tubes have underfill and tube push off issue."

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube push off and underfill occurred during use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 5 ea tubes have underfill and tube push off issue."